Event description:
It was reported that the during a normal change out procedure for normal battery depletion, the pace sense portion of the chronic right ventricular (rv) lead was damaged near the terminal pin, potentially due to cautery. This lead was unable to be fixed with a lead repair kit because of the proximity of the fracture to the terminal pin. Therefore, a new lead was implanted and connected to the pace sense port in the device. The pace sense portion of this lead was surgically abandoned while the high voltage portion remains in service. No additional adverse patient effects were reported.